Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an 18mm amplatzer post-infarct muscular ventricular septal defect (vsd) occluder was chosen for implant using a non-abbott delivery system. The device was sized by echocardiography. The device was implanted to close a vsd that occurred after a myocardial infarction (mi). On (B)(6) 2022, the device was discovered to have shifted in position. The device had to be removed in an emergency surgery. The patient is reportedly recovering from the surgery. The implanter believed the cause of this event was due to device being small for defect. No additional information was provided.

Manufacturer narrative:
An event of device migration was reported. The device was returned to abbott for investigation and the device met dimensional and visual specifications when analyzed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated the device migration was caused by miss sizing of the device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.